Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to unknown lot number for needle bent & needle broken pe. Customer returned (1) bd pen needle (used). Consumer states needle(s) bent. The returned pen needle was examined and exhibited a broken patient end cannula and a bent non-patient end cannula. After microscopic examination no manufacturing defects were observed with either end of the cannula. This issue concerning non-patient end bent before and after use has been previously investigated ((B)(4)). Or other concerns to the npe such as clogged cannula, broken needle etc. Preliminary investigation ((B)(4)) was concluded by the (B)(4) site on january 23, 2013. The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. Also, within (B)(4), a study was performed on improper installation of pen needles on pen devices. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. Therefore, concluding this issue may be user related as the pen needled is not being properly installed per IFU. Per discussion with sanofi aventis, it was conveyed that the overwhelming majority of bent pen needle complaints are due to misuse of the product while installing the pen needle on to the pen device. Sanofi aventis explained: during a teleconference call on january 9, 2013, that patient end users (non-professional) encounter the np end bent pen needle problem much more frequently than the medical professional end users usually as a result of insufficient patient training. So, based on sanofi aventis¿ information and a review of bd pen needle compatibility documentation, lack of compatibility of bd pen needle on sanofi pen device was determined not to be a cause of the np end bent pen needle issue. Based on the above, no additional investigation is required at this time. CAPA #: (B)(4) has been initiated to address the npe cannula bending issue. Investigation conclusion : based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures (bent npe cannula, broken pe cannula). The investigation determined that no manufacturing lines were identified to contribute to np end pen needle bends. The conclusion of this study determined if pen needles are installed on a pen device on an angle, the np end of the pen needle can bend and/or break. This issue may be user related as the pen needled is not being properly installed per IFU. Root cause description: the possible root cause for this issue (broken pe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. This issue (bent npe cannula) may be user related as the pen needle is not being properly installed per IFU.

Event description:
It was reported that an unspecified bd¿ pen needle was broken. Customer¿s verbatim: ¿ needle(s) bent. Updated short description with add'l issue needle broken."